Manufacturer narrative:
The unit alarmed for battery failure, however, ac power remained functional and machine performance was not affected. Patient information not obtained. A hospital biomed performed a checkout of the equipment and confirmed the reported complaint. The hospital biomed replaced the battery.

Event description:
The hospital reported that, toward the end of a case, the unit alarmed for a battery failure. Ac power continued and the case was completed. There was no reported patient injury.